Event description:
An electronic report was received from a hemodialysis user facility who has reported that when the twister device was reversed by the staff to perform an access flow test, the arterial portion of the line separated from that part of the device. This incident occurred at the beginning of the dialysis treatment. It was also reported that the staff did not return the blood contained in the lines from this incident and they reported that this event resulted in a 500 ml loss of blood to this patient. It was reported that a new set of bloodlines were then set up and used for the completion of the dialysis treatment. The patient reportedly remained stable with no report of further injury or ill effect from this event. This patient did complete their prescribed dialysis treatment and was then discharged to home when the treatment was completed. A sample is available for an evaluation.